Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and a control printed circuit board error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The service report indicates that technical alarms intermittently appeared on the display during the pre-use check and occasionally during ventilation on a test lung. The issue was resolved by replacing the control printed circuit board. However, the part was not returned for investigation, and device logs were not provided, hence a root cause cannot be determined. The control pcb (printed circuit board) manages the regulation of inspiratory flow and pressure during both inspiration and expiration in different ventilation modes. It oversees the control of respiratory timing patterns, adjusting frequency and duration settings according to front panel inputs. The pcb also plays a crucial role in generating flow reference signals (insp flow ref 1 and insp flow ref 2) based on the desired total inspiratory flow values set on the front panel. The level relationship between these signals is influenced by the specified oxygen concentration, facilitating the control of the respective gas modules (air and o2) through the pcb.

Event description:
Manufacturer's ref. #: (B)(4).